Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. There was no reported impact to customer's blood glucose level. Customer did not recall their blood glucose level. Reportedly, customer will continue to use the pump for insulin therapy.